Event description:
A biomed technician (bt) contacted a baxter technical service representative (tsr) regarding a tina hemodialysis instrument that had a leak which occurred during programming/setup. The bt needed information on how to open the door to check the tubing. There was no patient involvement. There was no patient injury or medical intervention reported. A field service engineer (fse) responded to the call and spoke with the bt who stated he wanted to know how to open the hemodialysis machine to check the tubing, due to a leak in the machine. (B)(4). The bt indicated that he would do that. The facility's bt was contacted on (B)(4) 2010. The bt indicated that the internal tubing of the tina machine came off of the connector. The bt just put the tubing back onto the connector and was able to continue with the setup without any further problems. No further information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The facility's biomedical technician resolved the problem.

Manufacturer narrative:
(B)(4). A service history review indicated that the device was last serviced by baxter on 08/24/2010 for device will not heat disinfect. The bleach connector was replaced. The machine was tested according to the system 1000 functional data. No other problems were noted. The instrument met all functional specifications, was operational and was ready for use. No issues were identified that may have contributed to the reported problem of leak in the machine. The device has not been previously serviced for any issues related to the reported problem. The reported issue was confirmed by the customer's biomedical technician. The customer's biomedical technician indicated that the internal tubing of the tina machine came off of the connector. The biomed tech put the tubing back onto the connector and was able to continue with the setup without any further problems. Based on the biomedical technician's findings, the assignable cause for the reported issue was due to internal tubing of the tina machine came off of the connector. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.